Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the facility's biomedical engineer was adjusting potentiometers and placed a parameter too far out of tolerance causing the iabp to generate the maintenance required code. The fault logs do not indicate these codes. The stm adjusted potentiometer r202 and checked calibrations. The iabp was released back to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump displayed the error message, maintenance required code # 3. No patient involvement or adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) reported, in addition to the initial evaluation/repair, that he also performed a software update on the iabp. The iabp passed all calibration, function and safety tests per factory specifications. The stm left the operating instruction disk, iabp software update insert and battery maintenance setup guide with the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump displayed the error message, maintenance required code # 3. No patient involvement or adverse event was reported.